Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported on (B)(6) 2022, that the insert came out of the end of the tibial nail advance. The nail was implanted and removed several times prior to this happening. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves one (1) device tibial nail-advanced / 11 345 / sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: expiration date. H3, h4, h6: part#: 04.043.335s, lot#: 407p059, manufacturing site: jabil bettlach, release to warehouse date: october 22, 2021, expiry date: september 30, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.